Event description:
The product was used during a fem pop bypass procedure. Reportedly, the clips did not form properly and bleeding occurred. The patient was returned to the operating room post operative and the surgeon performed another operation to correct the condition. A blood transfusion was required and the surgeon manually sutured to complete the procedure. The hosp has reported the patient's condition is satisfactory.